Event description:
The customer reports that the patient had a total hip orthoplasty performed in 2007 and nine days later, upon inspection, there was a typical pustoles associated to each staple site. The infection went down into the joint. Patient was readmitted and had an additional surgical procedure to debris the area and culture. The culture identified staphylococcus aureus and the patient was also treated with antibiotics. Patient is recovering. Spoke with contact, she stated that the patient, male, was sent home 2 days post operatively, returned 9 days post op and had 2-3 mm pustules at each staple site- surgeon stated it to be a typical pustoles associated to each staple site. Patient was readmitted and had an additional surgical procedure to debris the area and culture. The culture identified staphylococcus aureus and the patient was also treated with antibiotics. Patient is recovering. Patient also smokes 2 packs of cigarettes a day and consumes approx 10 beers a day. Patient was anxious to discharge after initial procedure and was discharged 2 days post-op as apposed to the normal 3 days for this procedure. Patient is hypertensive and had a fasting glucose of 98, no other preexisting conditions. Lot # of device used is unknown; however, it is assumed, as that was the open box on the shelves; the remaining devices in this box were removed form the shelves and the contact is planning to culture these devices, they will not be returned. The contact will provide the results of her culture. No other problems with the skin staplers have been identified at the account.

Manufacturer narrative:
D4;h4, 6: information not available, device not returned for analysis.